Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, it was found that the prograsp forceps cables were partially broken. During the procedure, there were no complaints from the surgeon and there was no need to change the clamp. The procedure was completed with no reported injury.